Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
¿The pump has been returned and evaluated by product analysis on 07/29/2013 with the following findings:¿

Event description:
On (B)(6) 2013, it was reported that the pump does not provide an audible tone when they lock the pump, nor does it alarm when the insulin remaining in the cartridge reaches 20 units, as programmed. The reporter noted that one afternoon the pump did not alert the patient that the pump was not primed. According to the reporter, the loss of prime was not noticed until the evening. The audio settings on the pump were confirmed to be programmed at high sound. The reporter stated that during the call the pump was locked and no sound was heard. There was no blood glucose excursion reported in association with this issue. This complaint is being reported due to the allegation that one part of the dual alarm system was non-functional.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/26/2012 with the following findings: during evaluation, the pump¿s cover was removed; the piezo-contacts were found not to be making full contact causing audible alarm sound loss, audible alert worked after the piezo contact was realigned. The pump powered on and displayed the ¿verify¿ screen. The pump booted up with the vibratory feature working; the audible feature was found to be not working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.